Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a complete pullout of the angio-seal device. The anchor was still stuck in the sheath, upon examination of the device. The procedure performed for the patient prior to the use of the closure device was a cardiac angio via retrograde puncture of the afc. A 5fr procedural sheath was used. There were no complications with access. The angio-seal gave a normal feedback until no resistance was felt to the point where you normally pull back the anchor against the arterial wall. A pre-deployment angiogram was performed. The patient was stable and manual compression was applied to achieve hemostasis. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube assembly and header bag. The hemostasis sheath and carrier tube assembly were mated together with the carrier tube assembly in rear lock position with color bands exposed. The anchor was not exposed from the sheath. Visual inspection revealed that there were no kinks seen on the hemostasis sheath. Functional testing was performed on the returned sample. The locking mechanism was reset to forward lock position with tweezers. The anchor was observed to be exposed from the hemostasis sheath. The device was then set to rear lock position. The anchor was observed to hook unto the hemostasis sheath. The anchor was held in place while the carrier tube assembly was pulled. The collagen and tamping tube were exposed from the tip of the hemostasis sheath. No functional anomalies were observed. The complaint could be confirmed for non-deployment pullout. Based on the returned device, the likely root causes for this issue may include the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.